Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer's blood glucose level was 124 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.